Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The struts of the stent were dislodged during withdrawal, after failure of crossing the lesion. The procedure was completed with another stent. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The struts of the stent were dislodged during withdrawal, after failure of crossing the lesion. The procedure was completed with another stent. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent struts on the proximal end of the stent were raised and misaligned. The stent struts on the fourth and fifth row in from the distal end of the stent were raised up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube was kinked approximately at 100mm distal from the catheter's strain relief. Several others kinks were noted along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).